Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a routine device change out, loss of capture was noted after exposure to electrocautery. The device was explanted and replaced.